Event description:
It was reported that the patient presented in the operation room for implant procedure. During the procedure, the newly implanted right ventricular (rv) lead failed to sense and failed to capture due to high capture threshold. The rv lead was not installed and the procedure was completed using an alternate rv lead on (B)(6) 2022. The patient was discharged post-procedure with no patient consequences.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were confirmed. As received a complete lead was returned in one piece measuring 51.9 cm. Visual examination found the helix was retracted and clogged with blood/tissue. The outer insulation of the lead was twisted at 8.0 cm to 50.0 cm from the connector pin of the lead which consistent with procedural damage. X-ray examination found over-torqued of the inner coil inside the connector region of the lead which consistent with procedural damage. Electrical tests found short between the conductors. The cause of the reported events was isolated to the damaged inner insulation in the over torqued region of the lead which consistent with procedural damage. No other anomalies were noted.